Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/over stress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant attempt, the lead helix was exposed and became hooked on cardia tissue. The helix pulled out completely. The lead was removed and replaced. No patient complications have been reported as a result of this event.